Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product lot history record review indicated the lot met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/01/2011 and 12/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported an unhappy pt following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the pt was experiencing blurry vision on the first postoperative day. At approx nine days postoperative, the pt reported seeing halos and had trouble focusing. The pt continued to report the halos and focusing difficulty, stating she was having trouble driving. The iol was exchanged for a different model lens. In the opinion of the surgeon, it is unk if the lens caused or contributed to the event. Posterior capsule opacification had been observed prior to the lens exchange.